Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was reported that the device had migrated to the surface of the skin, but there were no signs of skin rupture or infection. The cause of device migration was due to the patient's twiddler's syndrome. The device explant is anticipated and the patient was in stable condition.